Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown drill. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Please note that this event is duplicate of stryker report (B)(4). A med watch report for the malfunction has been submitted under MFR report # 0002249697-2014-02932. Upon completion of the investigation, a supplemental report will be submitted under MFR report # 0002249697-2014-02848. Therefore, MFR report # 0002249697-2014-02932 is considered closed.

Event description:
It was noted that the open drill guide for peripheral locking screws caused metal debris.

Event description:
It was noted that the open drill guide for peripheral locking screws caused metal debris.